Manufacturer narrative:
Review of the system logs revealed that the reported da vinci si system was used on subsequent surgical procedures on (B)(6) 2013 with no errors. On (B)(6) 2013, an isi field service engineer (fse) visited the site and was able to reproduce the reported display issue. The fse noted that the camera head's light guide assembly had abnormal wear and tear. The site only had the da vinci si system for less than 60 days and the locking bracket was able to give slack enough to cause the light to concentrated on a specific eye while holding the endoscope. The fse performed a mechanical adjustment and tightened the camera head's light guide assembly. The customer agreed that the picture on the vision cart looked better than previously before. The camera head assembly with light guide were still exchanged since the system was fairly new. The customer indicated that they were only experiencing the reported issue when using the da vinci si endoscope for a non-robotic procedure with the patient prior to using the da vinci si robotic system. The customer was informed that the endoscope was not intended for laparoscopic use other than the da vinci robotic procedures. The surgeon console view had no dark ring present and was verified to be operational. This complaint is being reported because the da vinci si surgical procedure was converted to an open surgical procedure after the site had identified a dark shadow on the vision cart's touchscreen display.

Event description:
On (B)(6) 2013, the site contacted intuitive surgical inc. (Isi) and spoke to a technical service engineer (tse) to report a dark shadow around the edge of the da vinci si vision cart's touchscreen and the issue was also slightly less noticeable on the surgeon's console. The tse noted that the endoscope tip was out beyond the tip of the cannula. The tse walked the reporter through doing a restore factory settings at the vision cart's touchscreen but the image did not improve. The tse then suggested the reporter to perform a white balance calibration but the surgeon decided to convert to an open surgical procedure. On (B)(4) 2013, isi contacted the site and spoke with a nurse. The nurse indicated that the patient was already under anesthesia and the da vinci ports were already placed; however, the da vinci si system was not docked to the patient prior to the decision to convert to open surgical procedure.